Event description:
According to mw5166702: patient had a titan inflatable penile prosthesis placed (B)(6) 2018 and on (B)(6) 2025 had it explanted due to it had stopped working abruptly recently (unknown exact date). Patient had reported to the urologist that he had activated it and when he stood up it deflated & would not inflate again. No harm.

Manufacturer narrative:
As no [complete] lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.